Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Promus premier (B)(6). It was reported that patient death occurred. In (B)(6) 2012, the patient presented with stable angina. Cardiac catheterization was performed which revealed the 75% stenosed, 19.5mmx2.5mm, eccentric, type c new lesion that contained <= 45 degree bend and was located in the severely tortuous and mildly calcified second obtuse marginal branch. The lesion was treated with predilatation and direct stent placement with a 2.50x28mm promus element stent that was deployed at 12 atmospheres. Post dilatation was performed and the procedure was completed with 25% residual stenosis and timi 3 flow. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died of uncertain cause.